Event description:
Patient reported the infusion device does not correctly record the bolus history or display the amount of insulin in the cartridge. The infusion device showed there were 34 units of insulin left in the cartridge at 12:00 am on (B)(6) 2013. He woke up 5 hours later and the cartridge was dry. The patient would not provide additional information and disconnected the line. Follow-up was completed on (B)(6) 2013, and he reported a bolus that was delivered on (B)(6) 2013 was not displayed in the history. He reported this has occurred 2 times. He does adjust the piston rod when he inserts a new cartridge. Follow-up was completed again on (B)(6) 2013, and he reported the infusion device did not properly provide an alert/error for the empty cartridge on (B)(6) 2013. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specifications. Also, the alarm functions were tested successfully and no malfunction could be observed during the technical investigation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.